Event description:
Customer reported having issues with inserting the sensor. Customer stated when he removed the needle it pulled out the cannula into the sensor and about 1/8 inch was showing. Customer's blood glucose was 100 mg/dl. No further information reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. The sensors passed with accurate readings. However, unable to confirm the needle complaint as the needles were not returned.